Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, when the reload was connected to the handle, the opening and closing was checked, the opening of the jaws was narrower than usual. A new product was used to complete the case. The product was not used for patient.